Event description:
It was reported that during follow-up in clinic, noise was observed on the atrial lead with arm movement. It is unknown if the patient had any symptoms. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition.